Event description:
A caregiver reported the freestyle libre built-in meter would not turn on with test strip insertion. The caregiver therefore could not obtain a blood glucose result, and the customer became agitated and thirsty. The caregiver treated the customer with humalog insulin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported reader (B)(6) has been returned and investigated. Visual inspection was performed on the returned reader and no issues were observed. The reader powered on with button depression and strip insertion. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.this also serves as a correction report - e1 - country was incorrectly documented in the previous initial MDR. E1 has been updated.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date the incident occurred is unknown. The date entered is per the caregiver report of "middle of october 2020". All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the freestyle libre built-in meter would not turn on with test strip insertion. The caregiver therefore could not obtain a blood glucose result, and the customer became agitated and thirsty. The caregiver treated the customer with humalog insulin. There was no report of death or permanent injury associated with this event.